Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks post implant the right ventricular (rv) lead exhibited diminished r-waves. A chest x-ray confirmed the rv lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.